Event description:
Per the clinic, the patient experienced an infection at implant site and subsequently was treated with oral antibiotics (specific date and duration not reported). The patient was hospitalized on (B)(6) 2024, for 9 days for administration of IV antibiotics. The symptoms resolved, and the implanted device remains.

Manufacturer narrative:
This report is submitted on march 27, 2024.